Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venous closure of the right common femoral vein with a prostyle device using the pre-close technique via an 8.5f sheath hole prior to an electrophysiology (ep) interventional procedure. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred). The suture of one new prostyle device was successfully pre-placed. The sheath size remained an 8.5f, and the ep procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.